Event description:
The customer contact reported the endotool software program did not provide an insulin dose recommendation when a blood glucose (bg) measurement was entered into the software on a mobile workstation computer due to the user facility was using down revision software. The endotool glucose management system v7.2.1800.0 was being used to manage the pt's blood glucose (bg) level. No specific parameters were provided. The nurse started the pt on the endotool software and entered an initial blood glucose measurement of 172 mg/dl. The endotool software displayed a recommendation of "0 infusion at this time. Recheck in 1 hour." The nurse rechecked the pt's blood glucose an hour later and obtained a blood glucose measurement of 160 mg/dl. The value was entered into the endotool software and the software displayed the recommendation, "0 infusion at this time. Recheck in 1 hour." The nurse rechecked the pt's blood glucose an hour later and obtained a blood glucose measurement of 204 mg/dl. The value was entered into the endotool software and the software displayed the recommendation, "0 infusion at this time. Recheck in 1 hour." The nurse rechecked the pt's blood glucose an hour later and obtained a blood glucose measurement of 174 mg/dl. The value was entered into the endotool software and the software displayed the recommendation, "0 infusion at this time. Recheck in 1 hour." The nurse started administering the pt's insulin based on a sliding scale and began increasing the pt's insulin drip over a two hour timeframe. The nurse rechecked the pt's blood glucose level and restarted the management of the pt's blood glucose level using a mobile workstation computer with v7.2.1800.3 installed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was evaluated. Testing and investigation found that when the user facility's automated data transfer (adt) is used for data transfer into the endotool v7.2.1800.0, a preset of zero is set by the software for the basal rate (br) and f value. It was determined that after a specific set of key strokes were entered into the software by the user, the algorithm within the software looked for the lowest br value and f values to be utilized in the insulin dose calculation which was set to zero. The software continued to utilize the zero br and f values, and recommended an insulin drip rate of zero. This has been corrected in a later version of the software v7.2.1800.3. Additionally, it was found that the initial mobile workstation computer was running down revision of the endotool software, v7.2.1800.0. It was found the user facility had not upgraded initial mobile workstation with the current software version, v7.2.1800.3. The data that were entered using the initial mobile workstation with the down revision software affected all subsequent calculations for this pt. The mobile workstation computer with v7.2.1800.0 was removed from clinical use and upgraded to v.7.2.1800.3. This device was identified as part of a customer notification dated december 05, 2008. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).